Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to reproduce the reported issue. No report of patient involvement.

Event description:
The hospital reported that the o2 flush button was sticking resulting in the over delivery of pressure in the patient circuit. There was no report of patient involvement.